Event description:
The facility reported a pump in which there were continued air-in-line failures. This problem was identified before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 18, 2007. Evaluation summary:the reported condition of a pump in which there were continued air in line failure was confirmed during product evaluation, and was due to an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated and the device was tested. Intrument returned to the customer fully operational.